Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported an occlusion for 4 days on a patient which they felt was related to the cleo 90 infusion sets. It was reported by the customer that the sites had very little adhesive and broken plastic around the clip. The patient involved had elevated blood glucose of 400 mg/dl reported, which was alleviated by changing the infusion sets and a bolus through the pump. Patient had ketones checked, and they were identified as high. Unknown patient's condition at this time.